Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch, cracked case at display window corners, minor scratched lcd window and battery tube threads, and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call indicating moisture damage on her insulin pump. The customer's blood glucose level was unknown. The customer stated that she got hit by a wave while using her pump. The customer stated that once in a while, the green light turns on. The customer stated that by lunch time, her blood glucose might have gone up. The customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised to discontinue use of the device and to revert to a backup plan.